Event description:
It was reported that during a plantar fasciotomy procedure using the topaz ez ifs wand, the metal shaft of the wand got pushed up into the insulation sheath. The surgeon requested a c-arm to x-ray the surgical to ensure no foreign objects were left inside the pt. After the surgeon was satisfied that no debris was in the pt, the procedure was complete. There were no significant delays or pt complications reported as a result of this event.